Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridge was used? What were the indications for surgery? What was the actual vessel being fired on? Were any issues noted with device during initial procedure? How was the bleeding identified? How was the bleeding addressed? What is the current patient status?

Event description:
It was reported that a video laparoscopic splenectomy performed without intercurrence, evolving with hypovolemic shock in the immediate post-operative by probable opening of hilatic staple line. With short endoscopic stapler.